Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 478 mg/dl. The customer had changed the infusion set on the day of the event, and had been experiencing high blood glucose levels for the past four days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer's wife had lost confidence in the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.